Event description:
The customer reported obtaining erroneous hemoglobin and hematocrit (h&h results) for 5 patients involving a coulter act series analyzer over a period of two days. This report is for the event which occurred on (B)(6) 2013. Please see medwatch #1061932-2013-00133 for the event which occurred on (B)(6) 2013. The customer reported obtaining erroneous results for one patient on (B)(6) 2013. The sample was repeated on the original analyzer and incorrect results were obtained once more. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with the event. The customer indicated that the samples were repeated on an alternate analyzer at a reference laboratory and results were reported out of the laboratory. The customer had stopped using the analyzer following the event until instrument was serviced. Customer technical support (cts) assisted the customer with troubleshooting over the phone and determined that the hemoglobin (hgb) lamp voltage could not be adjusted. Beckman coulter field service engineer (fse) was dispatched and replaced the hgb lamp which had a low voltage. The fse then reviewed quality control (qc) and patient sample results and found the mean corpuscular volume (mcv) not matching thereby causing the hematocrit to not match. The fse proceeded to adjust the mcv calibration factor and issue was resolved. The fse verified the repairs and results met published specifications. Failure mode was determined to be the hgb lamp along with the mcv calibration factor which needed adjustment.

Manufacturer narrative:
Results: mean corpuscular volume (mdv) calibration factor.